Event description:
It was reported high impedances were measured on the lead and/or extension. The patient experienced pain, redness, and swelling at the device pocket, lead-extension connection location, extension location, and lead location. It was also reported "more of the poles gave no power and they also changed location. Very high impedance on a plurality of poles." The patient's lead and extension were replaced. Patient status was reported as no injury.

Manufacturer narrative:
Product ID 3878-45, lot# 0206186119, implanted: (B)(6) 2012, explanted: (B)(6) 2012, product type lead; product ID 37081-40, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2012, product type extension. (B)(4). Analysis of the extension (serial# (B)(4)) revealed no anomaly. Analysis of the lead (lot# 0206186119) revealed conductors on the proximal end were broken.

Manufacturer narrative:
(B)(4).